Event description:
"Patient with abnormal vad sounds. Echo continues to show poor lv unloading. Low flow alarms on pump. Poor functional status w/ heart failure symptoms & debility. Coagulopathic. Vad log files reviewed with company and team. Suspicious for vad obstruction."